Manufacturer narrative:
The pt remains on support with the replacement pump. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approx 11 months post-implant, the pt called the hospital to report a red heart alarm along with a continuous audible alarm. The system controller in use was exchanged to the backup system controller; however, there was no resolution of the alarms. The pt was transported to the hospital by the emergency service team. Unspecified examinations at the hosp revealed damage of the intracorporeal part of the driveline at the pump housing. The pump was exchanged on (B)(6) 2010.